Event description:
It was reported that the device under infused. The volume was set to 12ml and the volume infused was 11.61 ml. There was no report of patient involvement or patient impact.

Manufacturer narrative:
Correction: disregard file (after further review this file is deemed not reportable).

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device under infused. The volume was set to 12ml and the volume infused was 11.61 ml. There was no report of patient harm.